Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was unable to complete rewind. They also reported that insulin pump had pump error alarm but it was successfully cleared. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No pump error 25 noted during testing however, pump error 25 alarm was found in the formatted history file and traces due to moisture damage on the electronic assembly. Moisture damage was also found on the force sensor during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay.